Manufacturer narrative:
Model number/ catalog number: sc-2316-50e, serial number: (B)(4), batch/ lot number: 7084756, model/ catalog description: infinion 16 trial lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a trial patient was experiencing a spinal headache. The patient underwent a lead pull and a blood patch was performed. The patient was doing well postoperatively.